Event description:
Info received states that pump's door platen is bent.

Manufacturer narrative:
Pump had been dropped, bent platen caused high occlusion alarm, replace platen assembly.

Manufacturer narrative:
Pump had been dropped, bent platen caused high occlusion alarm, replace platen assembly.